Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the connecting screw broke at the connecting part to the dynamic hip screw (dhs) blade during insertion. The broken connecting screw remained in the blade shaft. The surgeon removed the blade and used another size connecting screw to complete the operation. There was no report of a surgical delay. This report is for an unknown blade. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown blade. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received; there was a thirty minute surgical delay reported.

Manufacturer narrative:
Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: blade in very good condition. The blade (04.224.090s) was received for investigation. Examination of this article shows it has a few surface marks but does not show any signs of usage as tip is intact. We would have expected to see the broken tip of the connecting screw inside this blade as this was the issue reported, but it was not there. This blade was produced meeting all manufacturing and release criteria in february 2013. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.